Manufacturer narrative:
Zoll medical corp has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete.

Event description:
It was reported that the emergency crew paused the platform for airway placement, but afterwards, the unit would not restart. User advisory 7 (discrepancy between load 1 and load 2 too large) was indicated. Emergency crew repositioned the pt, removed the battery, lifted the band, but to no avail. Manual CPR had been administered before and after the use of the autopulse platform. The pt was a (B)(6) female that had an extensive cardiac hx and did not survive. The reporter indicated that there was limited info and the presumed cause of death was cardiac.